Event description:
It was reported by the pt that the low profile plate implanted broke approx. 6 months post operatively. The pt underwent a second procedure to remove the plate. No further pt info is available, and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the info available and without device eval.